Manufacturer narrative:
(B)(4). We received one used (empty) easypump ii lt 60-30-s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In as-received condition the white clamp was closed on the sample and the patient connector was closed with a combi stopper (the original wing cap was not handed over by the customer). Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (60 ml) and a functional test respectively a leak test was carried out. After waiting for 60 minutes the pump did not work (solution was not running). Leakages were not detected at the received sample. The received sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after their statement is available. Reviewed the device history record and no abnormalities found during in-process or final control inspection.

Event description:
As reported by the user facility: infusion incomplete. Drug: 5fu prizer.

Manufacturer narrative:
(B)(4). Statement from our manufacturer: received one piece of used, approximately fully of easypump ii lt 60-30-s in open packaging. In as received condition, clamp clip was closed and wing cap was not handed over by the customer. Big top cap was opened and filling port was closed with discofix cap. Residue of solution was not detected at the filling port. Crystallized residue was not observed along the tubing of the microbore sub-assembly. However, air bubble was observed trapped at the gap between glass tube and microbore tube. Clamp clip of the returned sample was opened, solution was not flowing. Since the returned sample was contaminated with cytotoxic drug (5fu), de-contamination process was carried out in order to proceed for further investigation. Analysis: returned samples were filled with nacl to its nominal volume of 60 ml, and left for 1 hr. After 1 hr, solution was flowing. Flow rate test was carried out. Flow rate test result is failed, mean flow rate cannot be calculated due to very slow instant flow rate was observed, ~0.50 ml/hr. Approximate of 0.50 ml.hr instant flow rate was observed in the water flow rate test. Microbore sub assembly was then dissected from the returned sample and nitrogen flow rate test was performed. Result of nitrogen flow rate: 3.18 ccm within spec. Spec: 3.13 ~ 3.30 ccm. The slow flow rate could be possibly contributed by the less elasticity of the pump which already went thru more than one time infusion and drug was left in the pump during transferred from customer to bbm and bbm to bmi. Conclusion: the slow flow rate complain is not judgeable. Justification: not judgeable.